Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings: section: pre-support evaluation. Section: impella cp with smart assist catheter insertion. Section: axillary insertion of the impella cp with smart assist catheter. Section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Event description:
It was reported that a patient was implanted with an impella cp and experienced reduced flow of the purge solution due to a thrombus in the pump. The p-3 flows were 3.3 liters per minute with a motor current of 500. Saturated pump flow was noted. The low flow in the impella was due to the use of extracorporeal membrane oxygenation. The pump was explanted and the patient survived. Additional information was received. A thrombus or clot in the cannula after the pump had been explanted was noticed. To manage the problem with the purge flow, p-level was initially tried to be ramped up a little bit to p-4 or p-5 and then sodium bicarbonate was replaced with heparin with the aim of having better anticoagulation.

Manufacturer narrative:
The investigation of thrombus, high purge pressure, and saturated flow has been completed. One the same day as implant, reduced purge flow and pump flows at p-3 of 3.3l/min noted with thrombus in catheter. Data logs were not recovered. The pump was returned and inspected. Biomaterial was on the impellor blades and a thin film of biomaterial was found in the purge gap. Thrombus: the root cause of the thrombus was unable to be determined due to insufficient clinical details. High purge pressure: the cause of the high purge pressure was biomaterial due to the biomaterial film found in the purge gap. Saturated flow: the cause of the saturated flow was most likely biomaterial found on the impellor blades. D.9. Device returned to manufacturer date added.